Event description:
Same case as MFR. Report number: 3005188751-2012-00099. It was reported during an atrial fibrillation ablation procedure using ensite nevx, a cool path duo ablation catheter, a livewire decapolar diagnostic catheter, and a brk transseptal needle, a pericardial effusion occurred. The livewire catheter was placed in the coronary sinus. The physician performed transseptal puncture using the brk needle and used ensite navx to map the left chamber using the cool path duo catheter. The physician completed circumferential pulmonary vein ablation using the cool path duo ablation catheter, when it was noted that the pt had become hypotensive (bp 65/35mmhg). An echocardiogram confirmed a small pericardial effusion without cardiac tamponade. The pt was treated with protamine but did not require pericardiocentesis. The pt was transferred to the intensive care unit to be observed and developed no further consequences.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed the outer luer extension tube was broken with fluid lumen still attached at the handle edge. Continuity readings were within required specification. The EKG signals were normal; no noise was noted during testing. Steering force was within specification. The ablation simulation testing passed. No leaking was noted from the catheter handle; also, no pump or generator alarm was noted. The broken luer extension tube did not affect the functionality of the catheter. The thermal system of the catheter was inspected through the tc/th verifier and no issues were found. The root cause classification of the reported effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.